Event description:
It was reported that air bubbles were observed within the cartridge pigtail. The issue had already occurred on a previous day and was resolved by the customer changing the cartridge and resuming insulin delivery. There was no adverse impact to the customer's blood glucose level.